Event description:
Blood glucose result of 19 (lo) mg/dl and 601 (hi) mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value a potential malfunction of the meter in terms of precision.